Event description:
Patient had a customized bivona trach from smith medical with one back up. Trach connector had crack in it, back up used. Another custom trach ordered stat, but company could not replace. The back up being utilized had same type of crack as original, had to be pulled. Patient had an unexpected event related to pulling the cracked custom trach from smiths medical. Diagnosis or reason for use: acute inflam demyelinating polyneuropathy - vent dependent.